Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings:the pump was returned with a blank display screen. Moisture was found on the printed circuit board and on the display screen connector.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an unspecified call service alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.